Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(4) 2012, product type lead. (B)(4).

Event description:
The consumer reported there was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. The patient stated that the stimulator in their back had not been working for a long time. The patient had not charged it or used it because they were not having pain. The indications for use were noted as degenerative disc disease and spinal pain. The patient wanted to use it now and they could not get it to work. The patient noted that they had not used the device in about 9 months or more. The patient stated that she was currently in ¿a lot of pain.¿ the patient thought that it was in the hip but they did x-rays and found that it was arthritis so the patient went to the chiropractor. The chiropractor stated that there was nothing they could do to help and to get the stimulator working again. Additional information received from a manufacturing representative reported there was no telemetry with the ins. The patient met with the representative to do a physician mode recharge (pmr). The pmrs were unsuccessful at bringing the ins out of overdischarge. The patient did not like recharging, did not want to continue the pmr process, and wanted a nonrechargeable device. The ins was replaced with a nonrechargeable ins. The patient was happy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomalies. The battery had reduced capacity due to overdischarge.